Event description:
Reporter has a baby warmer that threw fire out of the power supply. Reporter had a pt born this morning; when the doctor turned the warmer on, it blew fire past their nose and blackened the wall 2 feet away. No one was hurt. Only warmer of this kind that reporter has.